Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that the patient had a decrease in range of motion. A review of the xrays by the manufactures medical professional stated: they are 2 views of a left humerus with a distal shaft fracture that was treated with a plate and 6 screws. The distal end of an additional implant in the proximal humerus - likely a humeral nail - is also visible. In both x-rays the plate is broken at the fracture site. In addition, the screw most distal to the break looks like it has backed out - the head of the screw is prominent to the plate and not flush as would be expected. With regards to the complaint of non-union, I do not have enough information to comment on that. Certainly from the x-rays, the plate is broken and the fracture is 100% displaced.

Event description:
It was reported that a patient had a non-union of the distal third humerus from previous surgery on an unknown date in which the implant had failed. An eight-hole synthes locking compression plate (lcp) was broken through a combi hole without a screw in it prior to the current surgeon doing the revision surgery. The surgeon stated that the patient had lived with the broken plate and non-union for over two years due to not being able to afford another surgery until now; it is unknown when the failure happened. The broken implant was removed and another plate was implanted with bone grafting. During the current surgery, there was a 30 minute time delay for the removal of broken hardware and atopic bone growth over the plate from years of callus buildup. Also, the radial nerve was compromised and had to be repaired. It was embedded under the plate and bone overgrowth. There was one cortex screw that looked loose; there was no mention of a concern with any of the other screws. This report is for one unknown cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Weight is an approximation. This report is for one unknown cortex screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.